Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) device was found with the atrial setscrew totally unscrewed; resulting in a slow increase of atrial impedance up to undefined impedance measurement. The pocket was re-opened to properly tighten the setscrew. The device and atrial lead remain in use. No patient complications have been reported as a result of this event.